Event description:
It is reported that the patient underwent total hip arthroplasty in 2009, during which he received a durom acetabular component. Post-op patient reports he experienced pain and underwent revision surgery in 2009.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.